Event description:
It was observed that during the device evaluation, the xenon light source seat button does not come on or respond after startup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the front panel switch was not functioning. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to the faulty convertor, the lighting failure of the front panel occurred, and the button did not respond. Olympus will continue to monitor field performance for this device.